Event description:
It was reported the patient desires to have her scs system explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt's stimulation changed following a fall. An x-ray revealed the leads have migrated. Although reprogramming was able to recapture some stimulation, the physician plans surgical intervention to address the issue. Note the pt received two leads from the same lot number as part of her scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.